Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained that a large amount of air had entered into the disposable set. Gts had the caregiver cycle power and advised that therapy had ended and that they would need to start over with new supplies. Product surveillance spoke to the patient's caregiver. The caregiver stated that the actual cause of the alarm was because the patient forgot to open a clamp on the line. The caregiver stated that when the patient started over with new supplies they were able to perform therapy without any complications. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).